Event description:
It was reported that the right ventricular lead exhibited noise in the sensing circuit. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was not returned, however we did receive performance evaluation and have analyzed that data. Patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 03:00:13 and (B)(4) 2012 03:00:10. Daily pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 475 to 4047 ohms peak between (B)(4) 2012 and (B)(4) 2012.